Event description:
It was reported that on (B)(6)2019, a 19mm trifecta valve was implanted during an aortic valve replacement. On 25 june 2024, on echocardiogram, the valve was observed to have structural valve deterioration and a leaflet tear on the non-coronary cusp with no calcification. The patient had aortic regurgitation. On (B)(6) 2024, the valve was explanted and replaced with a 17mm sjm regent heart valve with flex cuff. The patient status was reported as stable.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant due to structural valve deterioration and a leaflet tear on the non-coronary cusp with no calcification of a valve and aortic regurgitation was reported. The device was returned to abbott for analysis and the investigation found that there were two large tears in the base of the leaflet 1 (10 and 12 mm) and microcalcifications on leaflet 2. Biological material was noted throughout the valve. The sewing cuff was observed to be torn. There was no inflammation. The cause of the reported event could not conclusively be determined but could have been related to the calcifications noted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.